Event description:
The complainant contacted leica biosystems and the following information was documented: "no event code prompted. Issue has been known for the past 2 weeks, resulting in about 12 underprocessed breast (fatty) tissue samples. 1 protocol is used for these types of tissue: "large tissue program" which is an 8 hr xylene protocol the customer has validated for use". On (B)(6) 2022, the assigned leica applications specialist ii-core histology (fas) contacted the customer to obtain further information in relation to the circumstances involved in this complaint. The fas documented that the complainant had noticed under-processing of large patient tissue samples sporadically since beginning of (B)(6) 2022; "underprocessed tissue isn't everyday" and the type and sizes of the affected patient tissue samples were "breast" and 0.25 to 0.75 inches respectively.

Manufacturer narrative:
Manufacturer investigation showed that a total of 24 processing runs using the "large tissue program" protocol were started between (B)(6) 2022. The information provided details that the affected patient tissue samples were "breast" of 0.25 to 0.75 inches (6.35 to 19.05 mm) in size. The thickness of the affected patient tissue samples was not provided. Section 8.2.1 of the leica histocore peloris 3 user manual details the recommended protocol duration for different patient tissue sample dimensions, including maximum thickness, and different example specimen types as follows: the 1 hour protocol is recommended for tissue of 1.5mm diameter/maximum thickness and the following example specimen types: endoscopies and needle biopsies of breast and prostate. The 2 hour protocol is recommended for tissue of <3mm diameter/maximum thickness and the following example specimen types: gi biopsies, renal; prostatic, hepatic and breast cores, punch biopsies of skin, small colonic polyps. The 4 hour protocol is recommended for tissue of 3mm diameter/maximum thickness and the following example specimen types: small specimens of non-dense tissues (kidney, liver, bowel etc), excisional an incisional skin biopsies, skin ellipses. The 6-8 hour protocol is recommended for tissue of 15x10x4mm maximum thickness and the following example specimen types: all routine cases up to maximum dimensions (excluding brain specimens). The 12 hour protocol is recommended for tissue of 20x10x5mm maximum thickness and the following example specimen types: all routine cases up to maximum dimensions. Very thick fatty specimens may require a longer protocol. Manufacturer evaluation of the information provided determined that the root cause of the sub-optimal processing of patient tissue samples reported by the complainant was use of a protocol of inappropriate duration for the type and size of the patient tissue samples being processed. Specifically, the "large tissue program", which has a duration of 08:14 hours, is not appropriate for processing "breast" samples of 0.25 to 0.75 inches (6.35 x 19.05 mm) in size.

Manufacturer narrative:
Correction to suspect medical device section d4: the instrument serial number was incorrectly detailed as (B)(6). The correct serial number is (B)(6).